Event description:
It was reported that a patient experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis therapy. The breach was further described as a touch contamination. The peritonitis was manifested by cloudy effluent, fever and confusion. It was not reported if the patient was hospitalized for this event. Treatment for this event was both a loading dose and a regimen of vancomycin (every 5 days for 21 days, dose and route not reported) and a loading dose of ceftazidime (dose, route, frequency and duration not reported). Action taken with therapy was not reported. The patient has been retrained on aseptic technique. At the time of this report, the patient has recovered from this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.